Manufacturer narrative:
Evaluation summary: a definitive cause cannot be determined. Evaluation codes: the articular surface exhibits some wear to both the proximal and distal surfaces from approx 10 years of implantation. The device history records for the insert are intact and conforming, indicating the device was manufactured to specs. No x-rays were received. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that approx ten years post-op the implant was removed from the plate during revision for removal of screw due to osteolysis.